Event description:
It was reported that this left ventricular (lv) lead was unable to be implanted due to unable to obtain adequate capture thresholds. No adverse patient effects were reported.

Manufacturer narrative:
Correction field to b1, b5 & h1: adverse event/product problem, describe event or problem & type of reportable event. This complaint is no longer reportable. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this patient had only one suitable left ventricular cs vein and it was unable to obtain adequate capture thresholds, for that reason, the left ventricular (lv) lead was scheduled to be removed. No additional adverse patient effects were reported or patient harm was noted during this procedure.